Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, several sections of the led segment were missing. The system board was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display has segments that are not lighting. No pt incident reported, and unit will engage in monitoring. Additional info received from customer indicated "the segments of the led lights are in section 1, in the %spmet / pr area". No known impact or consequence to pt.